Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) would not load into the delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). The device was returned to the factory for evaluation on (B)(6) 2019 and investigated on (B)(6) 2020. Signs of clinical use and no evidence of blood were observed. The delivery device was not returned. The seal and tension spring assembly was returned inside the loading device. The seal was taken out from the loading device for inspection. The tether remained uncut and attached to the seal and tension spring. The device as returned was unable to be evaluated for position of seal and tension spring assembly. Measurements of the delivery tube we unable to be taken. Based upon the received condition of the device, the reported complaint for "fitting problem" was confirmed.

Manufacturer narrative:
Trackwise (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) would not load into the delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.